Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and could not confirm the reported. With further inspection the fse found that the batteries were not charging. The battery in slot one was not charging intermittently. The fse replaced the li-ion battery pack x2 (0146-00-0097) to correct the issue. The unit passed all functional and safety test. The unit was given to customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during pre use checks that the cardiosave intra aortic balloon pump (iabp) had an issue where the unit shut off when it was plugged in. There was no patient involved.